Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off by 2 hours since the pump had been received. Customer could not successfully change it. After tandem technical support assisted the customer with changing the pump time, customer acknowledged that the pump was "working fine" and use error (pressing "back" instead of "save") was why pump time was incorrect. Blood glucose was not impacted.